Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that to treat atypical flutter an intellanav mifi open-irrigated catheter had fluid leaking out of the luer due to breaking during the procedure. Excessive temperature error message appeared. The device was exchanged and the procedure was successfully completed with no patient complications.